Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Histopathological test states 'material of a fibrous capsule of a mammal implant, represented by hyalinized fibrose tissue with areas of eosinophilia and a type of fibrinoid necrosis, presence of optically voids of irregular shape, scattered single giant multinucleate cells of the ¿foreign body¿ type, focal lymphoplasmatitis infiltrates, larger lymphoid cells, small areas with synovial cell metaplasia, on the periphery skeletal muscle and adipose tissue.' Immunohistochemical investigation states 'cd3 - expression by lymphocytes, cd4 - expression by histiocytes and t lymphocytes, cd30 - negative reaction.' Device has been explanted with capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and granuloma. Device evaluation: device photograph(s) for the device related to the reported event of granuloma and capsular contracture was reviewed on (B)(6) 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.